Manufacturer narrative:
Findings: all buttons functioning properly. No moisture/damage/unlocked lcd keypad connector noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test. No unexpected audio/beep anomaly, unexpected alarm or unexpected alarm after change battery noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed unexpected restart after the battery has been changed. Customer also reported that the did not turn on after a new battery has been used. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.